Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The image intensifier was found to be causing the artifact and was replaced. The system was calibrated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600 had an artifact in the displayed image making interpretation difficult. There was no adverse patient involvement reported. There was no patient information reported.